Manufacturer narrative:
Recall: this ipg serial number was included in field advisories; 1627487-07262012-002-r, 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached end of life. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was established post operatively.